Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 - phone, (B)(6) 2017 - voicemail, (B)(6) 2017 - voicemail. A ge healthcare service representative performed a checkout of the system but was unable to duplicate the reported issue. The bag/vent microswitch was replaced proactively.

Event description:
The hospital reported the unit would not ventilate in pressure mode during a case. The patient was manually ventilated to finish the case. There was no report of patient injury.